Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that the physician performed open repair partially explanting the endurant stent graft system due to a type ii endoleak resulting in aneurysm rupture, the iliac limb stent grafts remain in the patient. A recent CT revealed that there is enlargement of the iliac aneurysm distal to the right limb and a distal type I endoleak. The physician embolized the right hypogastric artery with coils and implanted an endurant stent graft and the distal type I endoleak was resolved. The physician stated that the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.